Event description:
Healthcare professional left side "capsular contracture baker grade iii with effusion" and "small amount of fluid" confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, seroma-, capsular contracture baker grade iii.